Event description:
A report was received per social media after being permanently implanted the patient had pain and bump on the ipg site. The physician found out that the patient had (B)(6) infection. The patient underwent an explant procedure.

Event description:
A report was received per social media after being permanently implanted the patient had pain and bump on the ipg site. The physician found out that the patient had (B)(6) infection. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50 serial #: (B)(4) description: artisan surgical lead, 50cm it is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received per social media after being permanently implanted the patient had pain and bump on the ipg site. The physician found out that the patient had (B)(6). The patient underwent an explant procedure.